Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test however, the pump alarmed hardware low level failure during the self test and hardware low level failure alarm is found in the downloaded history file due to broken trace at pin on the keypad assembly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio anomaly or absence of audio alarms noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had audio issue. The customer's blood glucose level was 215 mg/dl. The insulin pump will be returned for analysis.